Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed the pump supplies multiple times prior to contacting tandem technical support (cts); however, the issue persisted. Customer declined further troubleshooting with cts; therefore, no additional information was able to be obtained. Customer's blood glucose level was 343 mg/dl.